Manufacturer narrative:
The initial admission for chronic driveline infection is reported under MFR #2916596-2018-04469. Approximate age of device- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient is currently inpatient for further treatment of chronic driveline infection. The patient had incision and drainage procedure, and is stable at home.

Manufacturer narrative:
A direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file¿s confirmed pump power elevations and frequent pi events; however, a direct cause for the events could not be conclusively determined through this evaluation. Driveline infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on the event.